Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 112 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.